Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the patient's device was showing high impedance readings. Prior to an MRI which was "needed" before the patient could have the second of two devices implanted, the patient's device showed impedances of >2,000 ohms on some of the unipolar pairs. The possibility of an open circuit was discussed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.